Event description:
Senseonics was made aware of an incident where user was hospitalized due to heart attack on (B)(6) 2026.the event was unrelated to diabetes and the user is feeling better now,

Manufacturer narrative:
The user was hospitalized due to heart attack on (B)(6) 2026.the event was unrelated to diabetes and the user is feeling better now.